Event description:
On (B)(6) 2014 the reporter contacted animas alleging the patient¿s blood glucose on (B)(6)2014 was 531 mg/dl with no signs or symptoms that was attributed to an alleged loss of prime issue. It was reported the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. The reporter noted the loss of prime issue had occurred 1 time with 1 cartridge. This complaint is being reported because the alleged hyperglycemia was attributed to use error. There was no indication or allegation of a malfunction of the device.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.